Manufacturer narrative:
The device was not returned to mmd for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump had over infused. They stated that the pump was programmed to deliver 10ml an hour, but that it had delivered 20ml in thirty minutes. They were infusing insulin and the patients blood sugar dropped. They administered glucose via IV. Mmd did follow up with the initial reporter, who stated they had no further information about the patient. No other information regarding the complaint was provided. [Complaint-(B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it did over infuse because the pump was out of calibration. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had over infused. They stated that the pump was programmed to deliver 10ml an hour, but that it had delivered 20ml in thirty minutes. They were infusing insulin and the patients blood sugar dropped. They administered glucose via IV. Mmd did follow up with the initial reporter, who stated they had no further information about the patient. No other information regarding the complaint was provided. [Complaint-(B)(4).